Event description:
Device 2 of 2. Reference MFR report #1627487-2015-12230.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2015-12230. It was reported the physician explanted and replaced the migrated lead on (B)(6) 2016 additionally, it was reported the patient's lead appeared to be fractured. The patient receives effective stimulation therapy.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.